Event description:
It was reported that the lens was removed intraoperatively and an anterior chamber lens was implanted. Sutures were placed. The reason for the intraoperative removal of the lens was not provided; however, there was not report of product problem. Additional information has been requested, no additional information has been received. Please reference MDR# 1119279-2014-00161 for the inserter used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.